Manufacturer narrative:
Investigation completed on a smiths medical cadd-solis vip, mdl 2120 pump. The report of dso( downstream occlusion sensor) was not verified or validated during testing. However, the device was serviced prior for battery door broken off.. During that repair the device cracked battery compartment was replaced and door. Noted scratch on keypad and overlay. The device was calibrated and installed new software. This was done prior to knowing about complaint of dso sensor. The device passed all testing at that time. No fault on current complaint could be found.

Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 .

Manufacturer narrative:
Additional information received by smiths medical on (B)(6) 2019. The reported issue was discovered during a recertification renewal. There was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a downstream occlusion error. No adverse effects were reported.